Manufacturer narrative:
This report is submitted september 03, 2019.

Manufacturer narrative:
This report is submitted on july 26, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.